Manufacturer narrative:
H6: investigation summary bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for cracked tube after centrifuge with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. See h.10.

Event description:
It was reported during use the bd vacutainer® sst¿ blood collection tubes had glass breakage during use. This event occurred 3 times. The following information was provided by the initial reporter: the customer "reported about tubes which were cracked after centrifugation."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® sst¿ blood collection tubes had glass breakage during use. This event occurred 3 times. The following information was provided by the initial reporter, "the customer "reported about tubes which were cracked after centrifugation."